Event description:
It was reported that the hardware was removed from a left pilon fracture due to an infected non-union. The physician also implanted antibiotic cement. This is report 4 of 5 for file (B)(4). This report is for the 6 unknown 3.5mm cortex screws.

Manufacturer narrative:
Device was used for treatment not diagnosis. Explant date originally reported as (B)(6) 2014. Explant date is unknown for this event.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. This report is for the 6 unknown 3.5mm cortex screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.